Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd). During a follow-up appointment in a year ago he device had seven years, five months remaining battery longevity. In (B)(6) 2019, the device had three months remaining battery longevity. The device remains implanted and in service. Physician is monitoring patient closely. Additional information was received. A revision procedure was completed, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd). During a follow-up appointment in a year ago he device had seven years, five months remaining battery longevity. In august 2019, the device had three months remaining battery longevity. The device remains implanted and in service. Physician is monitoring patient closely.